Event description:
This report is based on information provided by philips customer support personnel and philips emergency care product support engineering and has been investigated by the philips complaint handling team. Philips received a complaint on the philips frx defibrillator indicating that there was 3 beeps and the "cannot use" message was announced. Available details indicate that the device had exhibited symptoms of a critical failure. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to the patient in a critical care event. The device was not available for investigation. Based on the information available and the testing conducted, the cause of the reported problem was an apparent component failure. The root cause of the reported problem could not be confirmed because the device was not returned for additional investigation. The reported problem was confirmed based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Philips informed the customer the device was out of warranty. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.